Event description:
It was reported that noise was observed the ventricular channel. Fluoroscopy image showed no anomalies. The physician decided to cap and successfully replaced it on (B)(6) 2016. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed the ventricular channel. Fluoroscopy image showed anomalies. The physician decided to cap and successfully replaced it on (B)(6) 2016. The patient was stable after the procedure.